Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cracks in the connectors caused moisture to penetrate the connectors, destroying the electronic circuitry and preventing the image from being displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed; no image was present when the subject device was connected to a test processor. Additionally, the subject device failed a leak test due to a leak near the connector. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus a problem with the image produced by the device and characterized the image as a "black view." The problem, as reported to olympus, was first identified during reprocessing. There was no patient involvement, associated with the problem, reported to olympus.